Manufacturer narrative:
(B)(4). Date of implant: unknown as information was not provided. (B)(4). Corrected data compared to medsun report: (B)(4). Date of report: 10jun2016. Brand name: celect platinum. (B)(4). Catalog#: igtcfs-65-1-j. Date of implant: (B)(6) 2016. Date of explant: (B)(6) 2016. Device available for eval: yes. (B)(6). Date user facility became aware of event: less than or equal to 10 days ago. Date of report: jun2016. Report sent to FDA: yes, jun2016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: during an ivc filter placement in jugular, the legs of the catheter of the filter would not spread open appropriately. Several attempts were made to re-sheath the filter and re-deploy without success. The filter had to be deployed without the legs opened appropriately, it was snared and another ivc filter was placed successfully. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Corrected data compared to medsun report: (B)(4). Date of this report: 10jun2016. Brand name celect platinum. MFR name: (B)(4). Implant date: (B)(6) 2016. Explant date: (B)(6) 2016. Device available for eval: yes. Initial reporter: (B)(6). Risk manager. Date aware: less than or equal to 10 days ago. Date of this report: jun2016. Report sent to FDA: yes, jun2016. MFR name/address (B)(4). Summary of investigational findings: no imaging was provided and no product was returned to assist the investigation. Therefore, no conclusion can be drawn based on the incomplete information provided, why "the filter would not spread open appropriately" and why the filter could not be re-sheathed and re-deployed. However, it is seen before that the filter legs can be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. It is noted that patient did not experience any adverse effects. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: during an ivc filter placement in jugular, the legs of the catheter of the filter would not spread open appropriately. Several attempts were made to re-sheath the filter and re-deploy without success. The filter had to be deployed without the legs opened appropriately, it was snared and another ivc filter was placed successfully. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.